Event description:
It was reported that the brakes force was not working properly. No adverse consequence reported.

Manufacturer narrative:
It was reported by the stryker field technician that an alleged event may have occurred due to the brakes not functioning properly. Multiple attempts have been made to contact the customer to gather more info with no avail. If additional info is gathered, a follow up report will be filed.